Manufacturer narrative:
Unit passed displacement, rewind. However, unit failed basic occlusion test at 4.5lbs due to other electronic defective. Unable to perform force sensor, and occlusion tests or verify no delivery alarm due to prime/fill anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm every time she tried giving herself a bolus. Troubleshooting was performed previously and did not want troubleshooting for recurring alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.